Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for lot 473312. Please reference medwatch with patient identifier (B)(4) for lot 473320.

Event description:
Reporter stated the customer received the following results on the performa system with 2 different strip lots within 1 minute: 55 mg/dl (lot 473320) and 401 mg/dl (lot 473312). No adverse event due to the device reported. The alleged product was requested for evaluation.